Manufacturer narrative:
Device evaluation summary: three (3) photos were received from the account. The photos captured a break at the distal end of the back-end wheel screw gear. The cause of the screw gear break could not be determined from review of the photos. H6: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 53 mm abdominal aortic aneurysm. It was reported that during the index procedure, the physician delivered bifurcated graft to the intended location and began to deploy device. After the physician deployed 8cm of the bifurcated graft, an attempt to release the suprarenal fixation was performed, but after a couple of rotations, the plastic at the junction of the back end wheel broke off and came apart from the main part of the delivery system. Although the physician was able to deploy the suprarenal fixation and the main body bifurcated graft was successfully deployed, difficulty to remove the delivery system was encountered. The physician attempted to remove the bifurcated graft delivery system via the femoral artery with no success. As a result, the physician performed a cutdown of the femoral artery in order to remove the bifurcated graft successfully. As per the physician, cause of the event was malfunction of the bifurcated device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported the deployment steps were carried out as per IFU. No excessive force was used when handling the back-end wheel. Deployment was able to be completed after the back-end wheel broke, by rotating the inner tube with a pair of forceps. No bail-out were techniques used to release the tip capture to deploy the suprarenal stents; such as, handle dis-assembly because by rotating the inner tube with the surgical clamp allowed the deployment of the supra-renal stents. It was reported the tapered tip (nose cone) was not physically detached from the spindle on the delivery system during the event. Film evaluation summary: the reported difficult to remove and tip capture wheel deployment issues could not be assessed on the films provided; therefore the cause of the event could not be determined. Procedural angiograms showing the issues reported were not provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible that angulation of the infrarenal aortic neck may have been a contributory factor in the reported difficulty in release of the tip capture mechanism. The femoral vessels appeared to be have a sufficient diameter for passage of the 18fr delivery system. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Photos of the delivery system were received and are currently pending analysis; the results will be summarized in a separate explant analysis report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.